Event description:
It was reported that prior to a procedure, the obturator was completely bent inside the package. There was no pt involvement.

Manufacturer narrative:
(B) (4). (B) (4). Bent obturator. Eval summary - the device was noted to have the obturator bent; it could not be inserted into the sleeve. Although no conclusion could be reached based on the analysis results as to what may have caused the damage found, a potential cause is application of a force to the obturator such as inadvertently putting a weight over the instrument package or another surgical instruments. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.